Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when bacillus calmette guerin was administered through the balloon of the foley catheter, it did not return to normal. The catheter remained semi-expanded or wrinkled which caused pain during the withdrawal of the catheter. The patient used foley catheter (123512ce) and did not cause these issues during treatment of bcg. No medical intervention was reported.

Event description:
It was reported that when bacillus calmette guerin was administered through the balloon of the foley catheter, it did not return to normal. The catheter remained semi-expanded or wrinkled which caused pain during the withdrawal of the catheter. The patient used foley catheter ((B)(6)) and did not cause these issues during treatment of bcg. No medical intervention was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.